Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle silicone was discovered in syringe. The following information was provided by the initial reporter: it was reported that there is an excessive amount of medical grade silicone in syringes.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0189393 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200905119] noted that did not pertain to the complaint h3 other text : see h.10.

Event description:
It was reported that prior to use with bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle silicone was discovered in syringe. The following information was provided by the initial reporter: it was reported that there is an excessive amount of medical grade silicone in syringes.